Event description:
Ear, nose, throat surgeon wrote a letter to the co sales rep describing a breach of the lamina or orbital periosteum that occurred with one of their pts. The pt has undergone 2 further operations in order to free the trapped muscle, without success and as a result, has permanent diplopia. Both of these subsequent procedures were performed by an ophthalmolist, dr. Is not blaming the product directly for the pt's outcome.